Event description:
It was reported that a guidewire became stuck in the catheter. While working on the right superior pulmonary vein (rspv) the physician found the guidewire was stuck within the catheter, so the devices were removed from the body. Upon investigating the devices, they identified that some myocardial tissue was attached to the guidewire at the catheter tip. Once this tissue was removed, they were able to freely manipulate the guidewire, so the catheter and guidewire were reinserted into the patient. After some time, the physician once again noticed the guidewire could not be moved in the catheter and the devices were once again withdrawn. More tissue was seen on the guidewire, so a new catheter and guidewire were opened and used to successfully complete the procedure. No patient complications other than the presence of tissue on the guidewire were reported as a result of the event. The catheter has been received by (B)(6) and is awaiting analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).